Event description:
The hcp reported the pt had been experiencing increased spasticity and a lack of efficacy. They had been hearing intermittent beeping from the pump. They recently had begun on a combination of lioresal 1000mcg/ml, hydromorphone 120mg/ml, clonidine 2000mcg/ml, and bupivicaine 40mg/ml. "Pt hypersensitive to doses of approximately 0.048ml/day." The hcp reports they were unable to do a pump roller study because of the discomfort to the pt and the position of the pump. The pump was explanted and replaced after an implant duration of 26 months. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.